Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 325cc saline catalog #3501650 (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Right breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 6/12/2018, mentor became aware that the patient was caucasian, fully recovered and that they experienced no accompanying symptoms. Mentor also became aware that as a result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with these devices: (right) mentor memorygel breast implant 475cc gel catalog: 3504751bc, lot: 7392940, sn: (B)(4) and (left) mentor memorygel breast implant 475cc gel catalog: 3504751bc, lot: 7359460, sn: (B)(4). Manufacturer¿s reference number: (B)(4).